Event description:
The reporter contacted lfs on behalf of the pt on nov 23, 2009, alleging inaccurately low readings on her one touch ultra mini meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to obtain further clinical info: the reporter mentioned that on event date, the pt tested her blood glucose around 3-4 pm and obtained an 89 mg/dl. She did not exhibit any symptoms at the time of testing. The pt then took an increase dosage of insulin, 10 units. Approximately 15 minutes later, the pt started to exhibit symptoms of sweating and shaky. She then went to the ER and the reading of the ER was over 400 mg/dl at around 5:00-:30pm, and the pt was treated with IV fluids. A quality control test was not done since the pt did not have any control solution. Products were replaced. No further clinical info is provided. It would have been helpful to know the pt's diabetes regimen, why the pt took an increase dosage of insulin when her lfs meter read 89 mg/dl, verify whether the pt exhibited symptoms prior to testing. Verify treatment in the hosp, readings prior to the event and the condition of her testing supplies. The complaint is being reported since the pt alleged that due to the low readings on her meter she developed symptoms and had to receive treatment in the ER for hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.